Event description:
No new information.

Manufacturer narrative:
Additional data: h3. H6 coding has been updated to reflect investigation conclusion.

Event description:
A company representative reported that two capri inserter threaded shafts deformed intra-operatively during cage insertion. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient. This record captures the first capri inserter threaded shaft.